Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator and the distal end cover had a dent which created a gap in the adhesive. The reported issue (angulation locked) was not confirmed during testing. The locking lever was not stuck. In addition, the scope connector was dented, the shield plate and scope connector had corrosion due to water leakage, angulation in the up direction did not meet standard value due to wear of the angle wire, the connecting tube was scratched, the adhesive on the bending section cover was scratched, and the universal cord was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the angle lock lever on the subject device was stuck. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator and the distal end cover had a dent which created a gap in the adhesive. This report is being submitted for the malfunction found during evaluation (foreign material and gap in adhesive). The event did not occur during a procedure and there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, the foreign material was unable to be identified and the root cause was unable to be determined, however, it is likely that the foreign material remained as a result in insufficient cleaning during reprocessing. The event can be prevented by following the instructions for use which state: "inspection of the endoscope _ inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope and take necessary measures according to section 6.2; inspection before each patient procedure;" based on the results of the investigation for phenomenon two, it is likely that the event occurred due to physical stress that was applied to the device during device handling by the user, as a result, the plastic cover was dented. The event can be prevented by following the instructions for use which state: "inspection of the endoscope _ inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.